Event description:
The service report shows that while performing a scheduled p.m. On the unit, the factory service technician found the volumes were failing greater than 10% lower than specification call out. The leak test could not be performed as the test could not be set-up. The service technician inspected the device and replaced the cup seal. Upper and lower bearings, and connecting rod to correct the malfunction. The unit passed extended final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.